Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -4.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a same length toric lens due to a low vault that was caused by the lens being implanted upside down. This exchange resolved the problem. The reporter stated " the doctor chose a toric lens when implanting the second lens because he was concerned about induced astigmatism that might have occurred during first surgery."

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).